Event description:
It was reported that a patient enrolled in the (B)(6) study underwent a total left hip arthroplasty on (B)(6) 2008. Subsequently, patient underwent an irrigation and debridement on (B)(6) 2008 due to infection. The modular head, acetabular cup and taper insert were removed and replaced with cement spacer molds. Patient underwent reimplantation on (B)(6) 2012. The cement spacer molds were removed and a total hip system was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with (B)(4). This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-04486 / 04488).

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that a patient enrolled in the m2a-magnum study underwent a total left hip arthroplasty on (B)(6), 2008. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6), 2012 due to infection. The modular head, acetabular cup and taper insert were removed and replaced with cement spacer molds. Patient underwent reimplantation on (B)(6), 2012. The cement spacer molds were removed and a total hip system was implanted.